Event description:
During an endoscopic papillary balloon dilation procedure to prevent pancreatitis, the physician was planning to place a pancreatic stent. The physician dilated the papilla with a cook endoscopy quantum ttc biliary balloon dilator. When the balloon reached 8 atms of pressure, the balloon started to leak. The balloon was removed and the dilation of the papilla was reported to be adequate despite the leakage. The physician attempted to place the stent in the pancreatic, but this was not successful. The procedure was finished. Approximately one hour after the procedure was finished, the patient developed pancreatitis. The physician believes there is a possibility that the balloon leakage contributed to the pancreatitis. The initial reporter indicated treatment via antibiotics and ambrosia were required in response to the pancreatitis. The patient was discharged from the hospital on (B)(6) 2010. The patient's condition was reported to be "fine."

Manufacturer narrative:
The information in this report was provided to us by the cook facility in (B)(4) on behalf of a physician in (B)(6). Evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A visual examination of the balloon material confirmed the presence of two small holes. The holes are located near the distal end of the dilation balloon. No section of the balloon material is missing from the device. When the balloon is inflated with water, a small and steady stream of water exits the balloon material at the location of the small holes. The balloon will not hold a steady pressure and dilation performance is likely compromised in this condition due to the slow loss of pressure. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: pancreatitis is listed in the instructions for use as a potential complication associated with gastrointestinal endoscopy. The additional information provided indicated the balloon did not receive lubrication and negative pressure prior to advancement through the endoscope. This is the most likely cause for the balloon material damage. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use caution the user that negative pressure is mandatory to maintain balloon deflation. The instructions for use direct the user to introduce the deflated balloon into the accessory channel. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A small hole in the balloon material can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use also contain the following precaution: "the entire quantum balloon should be extended beyond the tip of the endoscope and be completely visualized and positioned before inflation." Prior to distribution, a portion of the lot is subjected to a test to ensure device integrity. During this test, the outer diameter vs. Pressure is measured/verified. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action is warranted at this time because the information provided indicated the product was used in contradiction with the instructions for use. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.